Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study with a lot of gaps throughout which was 96 hours long. They had 60 hours missing and ignored because of signal interruption. There was nothing unusual about the study and it needed to be repeated. The capsule was confirmed as faulty. There was no patient harm.

Manufacturer narrative:
Additional information: evaluation summary: the product sample was not returned however, a graph was provided by the customer for analysis. A review of the product expiration date determined this product was used before the expiration date. The sample did not meet specification as received via graph analysis. The reported condition was confirmed. The investigation found that total time of the study, most of the graph there are high reading (ph above 8 value). The investigation identified the cause of the reported event to be ph sensor of the capsule. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.